Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received critical pump error and another pump error alarm as well as screen was frozen. The customer¿s blood glucose level was unknown. Customer was in the pool at the time of event. Troubleshooting was done for the critical pump error, frozen display and keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was advised that the up or down button may be stuck. Customer stated that there was no response from any button. The customer reported that they were unable to clear the alarm. Customer reported that the time clock did not advanced. Customer was not called back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer was advised to discontinue use of the insulin pump and recommended refer to back up plan per healthcare professional's instructions. Customer was advised to place insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).